Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. Analyst commented, t-wave oversensing (twos) in printouts identified. (B)(4).

Event description:
It was reported that during use the implantable cardioverter defibrillator (ICD)nd right ventricular (rv) lead exhibited t-wave oversensing. Program/setting adjustments were recommended and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.